Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a slight rise in threshold, along with noise and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.